Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal handle connection has broken off.

Manufacturer narrative:
(B)(4). Investigation summary ==> conclusion and justification status: the complaint states it was reported that the universal handle connection has broken off. The returned device confirmed that the hp universal handle distal cylindrical tip had fractured at the interface with the square cross section. It should be noted that all pieces were returned. On visual inspection scratches and impaction marks identified on the instrument were consistent with prolonged use. Therefore, this failure will be attributed to the device being worn from normal use and servicing. Due to the nature of the complaint, the risk to the patient was considered low and therefore no further action is required. The complaint shall be entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.